Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad due to cracks in the pump. The patient's blood glucose level is 183mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response on the up arrow button due to corroded keypad traces. The device also had cracked case at display window corner, minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.